Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine [25.0 mg/ml] at a dose of 12.496 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that an alarm was heard/confirmed by telemetry. A critical alarm occurred. Motor stall, low battery reset, and safe state occurred. Pump logs were checked and the hcp saw multiple stalls, resets, safe states, and a low battery reset that began occurring on (B)(6) 2017 at 15:21. It was reported that the hcp programmed back to the patient¿s normal infusion rate and asked if the patient could be left at that rate. It was noted that the pump was already scheduled for replacement on thursday, unrelated to the current state and due to expected longevity. The patient was in ¿withdrawals¿ which was considered a sudden change in therapy/symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was stated ¿yes¿ in response to ¿did tube set occur/or did each motor stall recover¿ and stated then to safe state. The cause/contributing factor was reported to be the generator was near depletion. The patient¿s weight at the time of the event was (B)(6). It was indicated that once replaced, the pump would be returned for analysis. No further complications were reported or anticipated.